Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self test for defib function. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll united kingdom for evaluation. The device log review confirmed the customer's report. However, the device was subjected to full functional testing and defib testing, and no discrepancies were identified during evaluation. An internal inspection of the device revealed no discrepancies. As a precaution, the processor/bridge/pace board was replaced. Analysis of reports of this type has not identified an increase in trend.